Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical treatment. The customer's blood glucose level was 32 mg/dl at the time of incident. The customer current blood glucose is 100 mg/dl. The customer reported that they passed out at the gymnasium. Customer was treated for their glucose levels with glucose tablets and juice. Customer stated that the continuous glucose monitoring did not alert for the low blood glucose level. The customer was assisted with troubleshooting. The product will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the event date has been changed to (B)(6) 2018.